Event description:
Caller states that a patient received the following results with multiple inform meters within 10 minutes: 495 mg/dl (inform system 1), 154 mg/dl (inform system 2), and 169 mg/dl (inform system 3). Caller did not provide the serial numbers of the systems, nor was the caller able to identify which readings were obtained on which system. Caller stated that strips used for the testing were obtained from the same lot and same vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
(B)(6).